Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during 100% black/white box visual inspection on (B)(6) 2023 pharmacist found one bag to have a white floating particle inside. Drug had been added to the bag. Per batch record instruction the mini spike is changed about every 20 spikes. We tested a few spikes into the stopper after compounding and did notice visible markings on the spike after withdrawal from the vial. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample from batch j3k687 was received for evaluation. Based on the data from the investigation, the root cause of the reported particulate matter was not able to be determined at this time. The sample had been accessed/compromised, therefore this was determined not to be a manufacturing defect. The particle was placed in the fourier transform infrared spectroscopy (ftir) for analysis. The result was - particle 1 - measured 1.66mm and was identified as copolymer of styrene, acrylonitrile and butadiene. Based on the investigation, the particle did notoriginate from the b. Braun manufacturing process. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. Visual inspection on twenty (20) retained units revealed that no leakage was observed in any of the retained units.the batch record was reviewed, and the batch met and passed all release criteria and tests. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.